Event description:
A mayfield skull clamp was involved in an incident where the tension came loose and the pin came out causing a laceration across the patient's scalp. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.